Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. The customer reverted to an alternate method in insulin therapy.